Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) lead's rate/sense electrogram (egm) which is consistent with air bubbles however consistently reproducible with pocket manipulation during and after pocket closure. The patient will continue to be monitored for further episodes of oversensing. All available records indicate that this ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.